Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead revealed high pacing impedances greater than 4,000 ohms, high thresholds and no pacing possible. The lead was attempted to be repositioned, however, the same results were observed. A new cable was used with the program system analyzer and again, the same out of range measurements were observed. After multiple repositioning attempts, the decision was made to remove and replace the lead. The new lead had normal measurements. The attempted lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the clear medical adhesive (ma) was torn/separated from the gore material at the proximal end of the proximal spring electrode and the proximal spring was stretched at that point. Please note that this damage was cosmetic only since, as stated above, the lead passed all electrical testing, indicating that the conductor coils were continuous. Laboratory analysis did not identify any lead characteristics that would have resulted in the observed high, out-of-range pacing impedance measurements, high pacing threshold measurements, or lack of pacing.